Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. The contrast and up arrow keypad buttons were found to be intermittently responsive during testing. The contrast button has no effect on insulin delivery function. The down arrow and ok buttons were responding as expected. All of the keypad button had normal spring back. There was evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
There was no patient impact associated with this complaint. On (B)(6) 2012 it was reported that the up arrow button began to respond intermittently about two months ago. The reporter stated that multiple presses are required to achieve the expected result. In addition, it was reported that the backlight button does not respond. The reporter denied keypad damage, exposure to water, or use of cleansing solutions that might damage the rubber. This complaint is being reported because the issue could not be resolved at the time of the contact.